Manufacturer narrative:
Additional, changed, and/or corrected data: b5. Reason for reoperation: seroma, rupture, capsular contracture baker grade iii, gel bleed.

Event description:
Patient reported left side "porous implant". The patient's physician subsequently reported "left side capsular contracture", baker grade unknown confirmed via ultrasound, "double capsular", "there is quite discreet liquid over the implants, less than 3 ml" and "gel bleed". The patient's physician subsequently confirmed baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during analysis. Capsular contracture: unable to observe as it is not related to the device. Gel bleed: unable to observe as it is not related to the device. Double capsule: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. Observed wear abrasion on the device. Red particles observed on the surface of the shell. Yellow particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported left side pain, device folding and "porous implant". Healthcare professional later reported capsular contracture baker grade iii/IV. Healthcare professional later confirmed left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Photo evaluation: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: no observed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ gel bleed: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, b6, d6a, h6.

Event description:
Healthcare professional later confirmed left side capsular contracture, baker grade iii.

Manufacturer narrative:
Continued: h6- f1903. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: lymphadenopathy, rupture, capsular contracture baker grade iii/IV, gel bleed.

Event description:
Patient reported left side pain, device folding and "porous implant". Healthcare professional later reported capsular contracture, baker grade iii/IV. The device has been explanted.